Event description:
We received an allegation of discrepant results for 1 patient sample tested for elecsys troponin t gen 5 (troponin t) on a cobas e 801 analytical unit. For the initial test, the instrument produced an abnormal signal alarm. The sample was automatically repeated with a result of 33 ng/l. The repeat result from a different e801 analyzer was 9.1 ng/l.

Manufacturer narrative:
The troponin t reagent lot number was 882496 with an expiration date of 31-jan-2027.